Event description:
The user states that he has had this electrotherapy unit a while back, but never called to let us know what happened - he already returned it to the store to exchange it for a new one. The electrodes are reported as having been stuck to his skin; he states the electrodes burned his skin, causing a blister. The blister is reported as having healed. No medical attention is reported as having been sought after or received for this blistered burn.